Manufacturer narrative:
One hotline 3 blood and fluid warmer was returned for analysis. Upon visual inspection wear and tear was observed to the line cord and front cover. The thermistor was rusty, crack to the enclosure, crack to the tank cover and outdated power switch was found. The tank was filled with water, line cord was plugged in and the unit was powered on; confirming the complaint. Based on the evidence, the root cause was found due to a crack to the enclosure.

Event description:
Information was received indicating that a smiths medical level 1 hotline 3 blood and fluid warmer was noted to be leaking with a crack in the drain. There were no reported adverse effects.